Event description:
Customer's mother reported blood glucose results of 294 mg/dl and 120 mg/dl within 10 mins on the aviva system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. Strips not available for return, replacement system sent.